Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the t-connector of the device was broken. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified component of an interlink t-connector extension set broke. This occurred during or after connection to a peripherally inserted central catheter (PICC) line. The PICC line was blocked after the break. The t-connector and PICC line were then replaced. The reporter stated that no blood was found on the broken piece but did not specify whether a patient was connected when this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.